Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage. It was questioned whether this crt-d could be safely implanted. Technical services advised that this crt-d should not be implanted and should be returned for analysis. This crt-d will be returned.